Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis and two other indications. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with lupin (dose, frequency, and route not reported). Six days after being admitted, the patient was discharged from the hospital. On an unreported date within the same month as onset, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.